Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 28-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) reseated the drawer cable, then cleared the trays from obstructions and removed the faulty cubie. Further the fse secured the cubie tray connections and cleared debris from contact points. Then performed the hard test application and release the functionality, upon thar no drawer was failed on screen. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer had failed to recover. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section h imdrf annex codes. This supplemental MDR was submitted to reflect the correct section h imdrf annex codes.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer had failed to recover. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.